Manufacturer narrative:
A lot number was not provided therefore the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used 16fr catheter without a lot number was received for evaluation. A visual and functional inspection of the returned device was carried out however the reported condition could not be confirmed; the sample received meets the quality specifications and no abnormal conditions were observed during the testing and operation of the catheter. Since the reported issue was not confirmed, a root cause was unable to be determined and a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a foley catheter was placed when a patient underwent surgery but the foley catheter could not be removed in the usual way because it was not able to be deflated completely so the doctor had to remove it in the end. There was no patient harm. It is not known if the customer tested the device during prep.